Manufacturer narrative:
(B)(4) - infection. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted a supplemental 3500a form. Additional information: the actual device batch number associated with this report is not known. Two possible batch numbers are reported as follows: batch cj6904 and chk074.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient experienced an infection at the incision site. Additional information was requested.